Event description:
The patient was revised on (B)(6) 2021 due to a dislocation. Approximately 7 years after the first surgery. No information on explanted product. The surgeon implanted eccentric head and offset taper adaptateur.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.